Manufacturer narrative:
Investigation summary: two el200 samples were received for investigation connected to a three-way tap; no packaging was received to assist the investigation. Residual blood was found in one of the samples. A visual inspection of the returned samples revealed no obvious damage or defects to either of the el200 products. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl, for investigation. They performed functional testing of the returned samples and could not replicate the customer's experience throughout testing; no occlusion or recessed neutraclear pistons were observed. The product was then disassembled and visually inspected for any potential damage which may have contributed to the reported recessed piston; no damage was observed to either valve which may have contributed to the customer's experience. A device history review could not be completed as no batch number was provided. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the el200 product in the past 12 months.

Event description:
It was reported that neutraclear needle-free connector was stuck. The following information was provided by the initial reporter: nurse was disconnecting patient from IV fluids from neutraclear¿ connected directly to the hickman line and the orange middle section of the needle-free connector was stuck pushed in and wouldn't come out. Maintaining aseptic technique author clamped removed the needle-free connector, cleaned the hickman line and replaced the needle-free connector with a new one.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that neutraclear needle-free connector was stuck. The following information was provided by the initial reporter: nurse was disconnecting patient from IV fluids from neutraclear¿ connected directly to the hickman line and the orange middle section of the needle-free connector was stuck pushed in and wouldn't come out. Maintaining aseptic technique author clamped removed the needle-free connector, cleaned the hickman line and replaced the needle-free connector with a new one.